Event description:
Fill volume: unk, flow rate: 5ml. Procedure: unk anp, cathplace: unk anp. It was reported by a distributor that a customer felt that an easypump 400ml, 5ml/hr lot number 0201198470 was running faster than usual. Another lot was tried with no further issues. The date of event was not provided; additional information has been requested, but is not yet available at this time.

Manufacturer narrative:
Method: per the visual inspection the actual suspect device was returned for analysis. Also, the customer returned four new unused pumps from the same reported lot number in their original packaging for analysis. A review of the device history record (DHR) was conducted for the reported lot number. Results: final results will be provided once the evaluation and investigation have been completed. Per the DHR review there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, prior to release. Conclusions: a conclusion is not yet available as the investigation and evaluation of the devices is still in progress. A follow-up report will be filed when the investigation is complete. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.